Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during total knee arthroplasty (tka) procedure the bolts were stripped and the broach handles did not lock broach in place.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- according to the information received, ¿it was reported that bolts were stripped and the broach handles did not lock broach in place¿. The product returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis revealed that attune revision broach handle exhibits an overall worn appearance consistent with normal and constant usage. No defects or damage that could have contributed to the reported event were observed. A functional test was performed using a sample mating device. The assessment confirmed that the handle successfully assembled and disassembled the femoral broach as intended, with no evidence of looseness observed during assembly. The overall complaint was not confirmed as the observed condition of the attune revision broach handle would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d9. Corrected: h3.